Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reproted problem (gel previously released flags / constant gong alarms) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the u725 component was shorted on the distribution node (dn) pca board. The cause of the gel previously released flags, constant gong alarms and incoming test failure is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'gel previously released' flags without prior gel release and constant gong alarms.